Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon extracting the dilator out of the sheath, the hemostatic valve was not tight, and air was able to be aspirated, indicating air ingress. It was noted that the physician opted to not introduce the balloon catheter into the patient, and there were no other products being introduced into the sheath. The sheath was continued to be used and the case was completed with cryo. No patient complications have been reported as a result of this event.